Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience a low blood glucose (bg) level of 40 mg/dl; cause was not known. Customer received assistance from customer's wife to consume glucose tablets and apple juice. Recommendation was made to consult with a healthcare provider to discuss diabetes management.